Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). The hcp reported that it was unknown what most likely caused or contributed to the loss of stimulation. They stated it was the result of a possible fall. In response to what steps had been or would be taken to resolve the issue, the doctor replied ¿device check,¿ noting that the leads and battery were both working however the issue had ¿not yet,¿ been resolved. The hcp stated that what most likely caused or contributed to the app error had been a recent fall and that the steps that were or would be taken to resolve the issue were that the patient was going to follow back up for a recheck.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 978b128; lot #va2dbz7; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that the hcp met with the patient today for "system not working". Patient having trouble understanding how to use remote and communicator. Also states, having lots of accidents. Attempted to reprogram device, impedances were normal. Hcp ordered xray to see if lead migrated and will set up for lead revision. No further complications were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: a520, serial#: unknown, product type: software. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) stated they are having trouble getting the device to work and is suddenly urinating every hour. Pt states they never had this issue before. Pt stated this started about a day or two ago and has not had any falls or trauma leading up to this. The circumstances that led to the reported issue were unknown. Patient services walked pt through communicating with implant . Pt mentioned seeing a screen a few times that they were getting a login error and to connect to the internet and retry. Pt was able to exit this and continue with accessing the my therapy app. Pt was able to increase stim all the way to 8.5v on program 2 and states they never felt stimulation. Patient services walked pt through how to switch program but recommended speaking to the doctor about therapy issue and possible program change. Pt will speak to the doctor about the issue they are having.